Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a loss/change of therapy. They were able to sync with the implantable neurostimulator (ins) but therapy was not on. They tried to increase stimulation but reported seeing the message to turn stimulation on. After turning stimulation on the patient was able to increase stimulation, but opted to decrease it. The patient said the device was working well until the day prior to the report and they started going to the bathroom a whole lot more. It was suggested that if symptoms don't resolve, to follow up with their healthcare provider. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.